Manufacturer narrative:
(B)(4): black box review shows several "no cartridge detected" warnings on the reported failure date. Pump powers on normally, during a "load" step attempt, the pump was unable to recognize the cartridge. Unable to take the force sensor calibration reading due "load step malfunction". The pump cover was removed to inspect the printed circuit board. A misaligned component was found in the force sensor circuit, no other defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Recall # 2531779-03/24/2010-003-r.

Event description:
On (B)(4) 2012, the distributor contacted animas, alleging a prime (load step malfunction) issue. The pump allegedly did not detect the cartridge during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.